Manufacturer narrative:
No device will be returned per customer. The customer declined to return the device for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the unit shut down while infusing on a patient. The unit was plugged into ac and the infusions restored.